Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, g.1, g.3.

Event description:
Patient reported implant "fissured" and "crack". Patient has given birth.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ruptured device diagnosed by ultrasound. As patient is in the beginning of the pregnancy, device can not be explanted at this time. Left side.